Event description:
It was reported that during the implant attempt, the medical doctor experienced difficulty inserting the stylet into the lead after multiple attempts. It was noted that the helix would not extended after multiple rotations. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. In addition, the defibrillation conductor was cut, the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.